Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 03-nov-2023. [Additional information]: on 03-nov-2023, additional information was received from the hospital. The information indicated that the lot number of the embovac device used during the procedure is not available; but it was indicated that the lot number of the subject device that was present at the account was ¿embovac suction catheter 6f 125cm-31041009.¿ the procedure was an adapt (direct aspiration first pass technique) case, and ¿the device was used with a wire and was extended.¿ the target was the middle cerebral artery (mca); there was no excessive vessel tortuosity or acute bends in the target vessel. The long sheath used was a neuron max® 088 sheath (penumbra). There was no damage noted on the concomitant long sheath. Excessive force had not been applied to the device. The procedure was successfully completed without any clinically significant delay. There was no negative patient impact. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat an acute stroke, the 125cm ic 71 embovac aspiration catheter (ic71125ca / lot# unknown) was used; it did not advance at its distal end and was folded. When it was pulled back to be taken out, there was difficulty. When the catheter was removed, its tip was elongated and stretched. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.